Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. There was no report of hospitalization. On the same as event diagnosis, the patient was treated with vancomycin injection (2gm, every 5th day, intraperitoneal, ongoing) and tobramycin injection (40 mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis and recovered from cloudy effluent. Pd therapy is ongoing. No additional information is available.